Event description:
Pt had puffiness around the implant site and they experienced problems obtaining blood return. Angiography showed the catheter had separated from the port and a segment of the catheter had migrated to the right atrium.